Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E4. The initial reporter also notified the FDA on unspecified day nov 2023. Medwatch report is 2211900000-2023-8010.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: angiocath hub push-off tab leaking.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: angiocath hub push-off tab leaking.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 3212167. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.